Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display screen. These reports were received from various sources. The patients associated with this allegation ranges from 17-44 years of age and between "0 and 0 pounds". Of the reported patients, 1 was male and 2 were female.